Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because there was a fluid leak caused by a puncture in a cylinder. A new ipp was implanted without complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because there was a fluid leak caused by a puncture in a cylinder. A new ipp was implanted without complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically inspected and underwent leak and pressure testing. The first cylinder had a hole in the outer tube consistent with explant. No damage was identified with the second cylinder. Both cylinders passed all testing. Analysis could not confirm the reported clinical observations. The pump was visually and microscopically examined and underwent leak testing. No leaks were found. Analysis identified contamination in the pump so the pump was not functionally tested. The reservoir was visually inspected and leak tested. Analysis did not confirm any device issue that could have caused or contributed to the reported clinical observations.